Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were bunched distally, distorted and lifted upwards from the stent profile. The proximal balloon cone profile appeared damaged with the balloon folds appearing disturbed from their specified profile position. The balloon was then successfully inflated to nominal pressure (11atm) and subsequently to rated burst pressure with a satisfactory performance of the balloon. Full and stable balloon inflation was observed during the examination. The crimped stent fully expanded on the balloon with no evidence of stent damage other than the initial damage observed at the proximal end of the stent. The balloon was then deflated with the deflation time within the specified performance time. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, concentric, de novo, approximately 16mmx2.5mm target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and moderately calcified anterolateral side branch of the left circumflex(lcx) artery. Following the insertion of a non-bsc guide catheter and the introduction of a non-bsc guidewire, predilation was performed with a non-bsc balloon catheter resulting to 70% residual stenosis. Subsequently, a 16 x 2.50 promus premier¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the physician encountered difficulties crossing the target lesion and when the physician attempted to deploy the stent, the device's balloon would not inflate. Eventually, the physician pulled back the device and noted that the proximal end of the stent had flared. The physician removed the whole stent delivery system and completed the procedure with a 2.5 x 24mm promus premier¿ stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, concentric, de novo, approximately 16mmx2.5mm target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and moderately calcified anterolateral side branch of the left circumflex(lcx) artery. Following the insertion of a non-bsc guide catheter and the introduction of a non-bsc guidewire, predilation was performed with a non-bsc balloon catheter resulting to 70% residual stenosis. Subsequently, a 16 x 2.50 promus premier¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the physician encountered difficulties crossing the target lesion and when the physician attempted to deploy the stent, the device's balloon would not inflate. Eventually, the physician pulled back the device and noted that the proximal end of the stent had flared. The physician removed the whole stent delivery system and completed the procedure with a 2.5 x 24mm promus premier¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).